Event description:
It was reported that an external fluid leak was observed from the drain bag connection point of two (2) prismaflex m150 sets approximately 24 hours after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available. The customer reported that the drain bag leakage occurred 24 hours after the start of therapy. All accessories provided within the set, including the drain bag, are single use products and must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.